Manufacturer narrative:
The insulin pump was received and was found to have unresponsive buttons due to the keypad connector unlocked on the lcd board. There was no black dot or spot noted on the screen. The pump was received without any cosmetic damage.

Event description:
Customer indicated via phone call that the esc button on her insulin pump is not working. She indicated that she changed the battery but that only a black dot is displayed on the screen and nothing else is displayed on the lcd screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 221 mg/dl at the time of incident. Customer was advised to discontinue use of the device and she stated that she has reverted to her back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.